Event description:
During a preventative maintenance check by zoll's technical svc dept, the device inappropriately displayed message code "elect pads off". The complainant indicated that there was no pt involvement in the reported failure.